Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician experienced helix extension issues with the right atrial (ra) lead. It was noted the patient had scar tissues from pervious implants. The helix extended with adequate numbers on the pacing system analyzer (psa), however, when the ra lead was plugged into the atrial port on the cardiac resynchronization therapy defibrillator (crt-d) the pacing impedance measurements were greater than 2000 ohms. The ra lead was removed and replaced prior to pocket closure and this crt-d remains in service. No adverse patient effects were reported.